Event description:
It was reported that the patient presented in the operating room for an initial implant. During the procedure it was noted that the wire could not pass through the lumen of the lead. The lead was not used and replaced. There were no adverse consequences to the patient. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.